Event description:
It was reported that there was stimulation in the wrong location and the leads had ¿slipped.¿ MRI compatibility guidelines were requested because the patient needed a head MRI. The device was off because the leads had ¿slipped¿ so the patient was not using the spinal cord stimulator (scs). The patient device was not charged so they could not check the implantable neurostimulator (ins) with the patient programmer (pp), but the patient confirmed that the device was off. It was later reported that the cause of the event was determined and it was not device related. There was also a loss of therapeutic effect. The patient was going to have the generator and leads replaced.

Manufacturer narrative:
Concomitant products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).